Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of alarming air in line when no air in line was in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0500 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2420-0500 batch number#: unknown. It was reported by customer that lot of complaints from nursing about current IV tubing. It senses air in line when no air in line causing nurses to spend more time answering these alarms and its irritating patients. Verbatim#: I was just made aware yesterday of issue by customer. The following was stated by customer: "I have heard a lot of complaints from nursing about our current IV tubing. It senses air in line when no air in line causing nurses to spend more time answering these alarms and its irritating patients. Looking into to determine if other units experiencing the same.